Event description:
It was reported that wires on the wand are cut. No backup device was available. No delay nor patient injury reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The upper electrode is broken; the middle electrode is worn; the lower electrode is bent and protruded. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the returned device was activated in saline solution using a known good controller. The device produced reduced plasma on the remaining parts of the electrodes. The suction- and the saline were tested and performed fluently as intended. The complaint was verified and the root cause could not be determined with certainty.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Most likely, the wand reached the end of its useful life, as this will cause decreased functionality of the device and be perceived as the "wires" electrodes are cut. Factors unrelated to the design and manufacture of the device which could have contributed to the reported event includes extended ablation or use of power level settings above the recommended default levels. There were no indications that would suggest that the device did not meet product specification upon release into distribution.